Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "stain was observed on the te". Back up use is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: intact. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify intact and functional, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "stain was observed on the te". Back up device was used.